Event description:
(B)(4). Pain in ovary area on insides of hips, heavy menstrual periods, headaches frequently, allergies all year long when they had been seasonal, loss of sex drive, memory loss is the worst symptom for me, hair loss.